Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with redness surrounding the pacemaker pocket. Physician believes patient has some sort of allergic reaction. He does not believe patient is allergic to titanium and infection was noted. Source of infection was unknown. The pacemaker system was explanted. Patient was in complete heart block so a temporary pacemaker was inserted prior to the extraction of the system. Patient was stable before, during and after the procedure.related manufacturer reference number: 2938836-2019-13865.related manufacturer reference number: 2938836-2019-13866.

Manufacturer narrative:
Analysis was normal. No anomalies were found.